Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient went to a local provider for the first refill since implantation on (B)(6) 2018. It was noted 21 ml of residual volume was removed from the pump when only 6.3 ml was expected. The pump was filled with 40 ml at 500 mcg.ml with no difficulty. On (B)(6) 2018, at a follow-up at the site the pump was found to be "extremely mobile". Fluoroscopy was performed and the lateral view showed the pump had flipped. The device diagnosis was pump inversion and the clinical diagnosis was cervical stenosis with myelopathy, clonus, lower extremity weakness. During revision surgery on (B)(6) 2018, the intrathecal catheter was found coiled multiple times, pump was inverted, and the catheter was fractured. It was noted the event required in-patient or prolonged hospitalization. No outcome or etiology was noted. Additional information received from a healthcare provider via a clinical study reported the event resolved without sequelae on (B)(6) 2018. It was noted the entire system was returned to the manufacture. Fluoroscopy was performed on (B)(6) 2018 and the lateral view showed the pump was inverted. On (B)(6) 2018, surgical observation was performed and the intrathecal catheter was found coiled and fractured with the pump inverted. A dye study was attempted, on (B)(6) 2018, but was unable to be completed due to the flipped pump. It was indicated the event was related to the device or therapy and possibly related to the implant procedure. No alarms or malfunction were noted on interrogation. Additional information was received from a healthcare provider via a clinical study on 2018-apr-12. It was reported that the previously reported clinical diagnosis of cervical stenosis with myelopathy, clonus, lower extremity weakness was not applicable. The following information was reported regarding the catheter: "intrathecal (8782) (B)(4) partially removed 8784 segment attached to existing 8782 segment; lumbar (8780) (B)(4) completely removed and replaced." It was further noted that the catheter coiling and fracture were due to the pump inversion. Additional information was received from a healthcare provider via a clinical study on 2018-apr-19. It was reported that on (B)(6) 2018 when the pump was found inverted, the volume withdrawn on (B)(6) 2017 was suspected to be serous fluid rather than baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. The pump was returned, and no anomalies were found. The catheter was returned, and analysis found significant twisting in the catheter body and a break in the catheter body. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving gablofen (1000 mcg/ml at 164.9 mcg/day) via an implantable infusion pump. It was reported that on (B)(6) 2018 the pump and catheter were replaced due to a flipped pump and coiled catheter. It was noted that catheter was partially removed; the spinal segment still remains implanted. The patient was reported to have no injury and the issue was resolved without sequela. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) indicated that the patient's diagnosis was spinal stenosis, intractable spasticity, and spinal cord injury. The medication in the patient's pump was reported as baclofen (500 mcg/ml at 164.9 mcg/day). It was reported that the patient was seen by a different hcp on (B)(6) 2018. While at the clinic they aspirated 21 ml of fluid from the pump pocket. The hcp reported that they injected 40 ml and felt confident that they were in the pump, but was suspicious of the pocket fill occurring based on the likelihood of the pump being flipped. It was noted that the patient did not have any symptoms after the refill but the pocket site was tender to palpation and when opened there was excess fluid present in the pocket. A flipped pump was confirmed on (B)(6) 2018 after imaging of the pump was performed. It was reported that the patient was large and the pump was likely flipping when the patient was being moved or transferred. When the pump pocket site was opened the catheter was coiled significantly and the catheter was also broken as a result; the break occurred near the spinal incision site. It was reported that the anchor was still in place where the catheter enters the intrathecal space. The pump segment of the catheter was replaced using a 8784. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: 2018-(B)(6) product type catheter: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the hcp replaced the patient's pump due to concerns for contamination after removal and revised the pump segment of the existing catheter as the original segment had coiled tightly. It was noted a flipped pump was diagnosed via fluoroscopy before dye study on 2018-(B)(6). The patient never had withdrawal symptoms as they hadn¿t achieved a therapeutic effect from their infusion due to lack of follow up post implant for titration. The patient was attending college and transportation was a challenge for them. The patient's pump care has now been transferred to dr. Andrade for easy access to services closer to her college campus in (B)(6). The cause of the pump pocket fill and catheter coiled was unknown. The issue was noted as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information verifying the patient's weight at the time of the report was reported.